Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was unable to drive. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000953, serial/lot #: -, ubd: , UDI#: h3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000463, serial/lot #: unknown, product ID: bi71000463, serial/lot #: unknown, product ID: bi71000433, serial/lot #: unknown, product ID: bi71000433, serial/lot #: unknown, product ID: bi71000433, serial/lot #: unknown, product ID: bi71000860, serial/lot #: unknown, product ID: bi71000860, serial/lot #: unknown, product ID: bi71000953, serial/lot #: unknown, product ID: bi71000861, serial/lot #: unknown h2) a manufacturer representative went to the site to test the imaging system. The field representative and the site had meeting. Hardware, software, and instruments passed testing. Codes: b01, c19, d14 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3) the frame was returned to the manufacture for analysis. Visual inspection shows physical damage to drive motor wires. Wire insulation is damaged. Codes: b01, c07, d02 another frame was returned to the manufacture for analysis. Visual inspection shows physical damage to one of the motor encoders. Damaged assembly. Codes: b01, c07, d02 another frame was returned to the manufacture. Visual inspection shows cut wires on returned assembly. Unable to install returned motor drive assembly. Codes: b01, c07, d02 another frame was returned to the manufacture. Visual inspection shows physical damage to one of the motor encoders. Damaged assembly. Codes: b01, c07, d02 the power conversion was returned for analysis and is currently under investigation. Codes: b21, c21, d16 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2)continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000433, serial/lot #: 02912180038 rev. 3, product ID: bi71000433, serial/lot #: (B)(6). Rev. D, product ID: bi71000860r, serial/lot #: (B)(6) rev. A a manufacturer representative (rep) went to the site to test the imaging system. The rep found a damaged drive motor wiring and blown power conversion enclosure (pce). Additional damage could not be identified due to no power. The damaged drive motor assembly was removed from the system. The rep opened the drive motor assembly that was onsite and found that it was bai due to the encoder cap, wiring connector, and part of the encoder being crushed. The rep replaced the pce. The rep installed drive motor assembly, pushed the firmware to the pce, and tested. Once clearing the e-stop on bootup, the pce had no 96 volts (v) output. The rep troubleshot and found that the pce operated as expected with j7 (drive motor power output) disconnected. The rep replaced the damaged digital drive board and this issue was resolved. The rep calibrated the digital drive and tested. The system was now fully functional. The rep simulated 10 full cases and drove the system around the entire operating room twice without issue. System was fully functional. Codes: b01, c07, c02, d02 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3, h6: the power conversion, product ID: bi71000860r, lot: 2061623006 rev. A, was returned to the manufacturer for analysis. After a visual/physical examination, the reported complaint was confirmed. Component f14 was electrically overstressed. Codes b01, c02, and d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.